Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable low valp2 valproic acid results that were reported to the doctor on (B)(6) 2017. On (B)(6) 2017, the doctor noticed that the results were low compared to the medicine dosage and requested the samples be repeated. The samples were repeated on the same cobas 8000 c (701) module with a new reagent pack of the same lot and the results were 10-20% or more higher than the initial results. Some samples were repeated on a cobas 8000 c 702 module and the results matched the repeat results. Of the data provided for 27 patient samples, only the results for seven patient samples were discrepant. Refer to the attachment to the medwatch for all patient data. There was no allegation of an adverse event. The reagent lot number was 176393. The expiration date was requested but was not provided. The qc results were in range on the morning of the event using the suspect reagent pack. It was suspect the reagent had deteriorated during the day or there was a hardware issue related to the instrument pipetting.

Manufacturer narrative:
A specific root cause could not be determined. The customer declined a service visit as they plan to switch to a new analyzer. The customer stated in the meantime, they will monitor the situation with qc and change the reagent if needed.